Event description:
The lead was implanted on (B)(6) 2005 and capped on (B)(6) 2012. Rv lead capped: impedance 1520 / threshold 4.0 @ 0.9 ms / sensing: 2.2 mv bipolar and 3.7 mv unipolar. Lead capped. The procedure took place at (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).